Manufacturer narrative:
Date of event: unknown. Medical device type: a second device type of fmi is also applicable. PMA/510(k)#: there are two relevant PMA/510k)s that apply to the device: k980580 syringe: needle: k951254. (B)(4). Investigation summary: one photo of a loose 1ml syringe was received and evaluated. It was observed there was a lengthwise crack outside the grad lines extending from the 0.2ml to the 0.4ml marking. The cracked barrel was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0142879 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the cracked barrel defect is associated with the assembly process. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 0142879 is considered in compliance with our product specification requirements.

Event description:
It was reported that the 1 ml bd safetyglide" insulin syringe with attached needle experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: syringe broken.